Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation revealed a coil wire fracture with a characteristic fatigue pattern. A chronic movement of the coil section has likely caused this fatigue fracture over the years. Unreported or unknown impacts may have also contributed to the breakage. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Hearing performance with the device is affected. The user was re-implanted.